Manufacturer narrative:
(B)(4). Upon receipt of the complaint device, the catheter was visually inspected and it was found that ring 2 was damaged. It is unknown how the electrode ring was damaged. Further investigation regarding the electrode ring damage resulted in an internal corrective action that was opened to address this issue. As the device was returned for error 189 (magnetic sensor disconnected) issue, the catheter was tested on eeprom and calibration tests. The catheter passed the eeprom test however failed the calibration test. The catheter was then dissected and it was determined that the root cause for the magnetic sensor was an internal failure of the pc board. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint about the magnetic sensor issue was verified. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility.

Event description:
It was reported that during an atrial fibrillation (afib) procedure after the c3 nav variable lasso catheter was plugged into the carto 3 systems patient interface unit, an error 189 (magnetic sensor disconnected) was prompted. The cable was changed but this did not resolve the issue. The c3 nav variable lasso catheter was changed with a new lasso nav catheter, which resolved the issue. There was no patient injury reported. The reported complaint was not indicative of a reportable event. Upon visual inspection of the returned complaint catheter on (B)(6) 2012, the bwi failure analysis lab noted electrode ring #2 was damaged with the proximal side folded over. Since this catheter condition was not mentioned at the time the complaint was reported, further information was requested in regards to the received catheter condition. Additional information provided stated that this catheter condition was not noted. The physician was able to remove the catheter safely from the patient. The type and size of the sheath used in conjunction with the catheter was a non-bwi sheath (st. Jude medical sl1; 8.0 french size). The physician did not encounter any difficulty withdrawing this catheter. It was confirmed there was no patient injury reported related to this complaint. The electrode ring damage is indicative of a reportable event, thus marking (B)(6) 2012 as the alert date for this report.